Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic robotic prostate procedure, while stapling across the prostate, the stapler was able to fire. The stapler was closed on tissue, the green fire button was pressed, and the handle was squeezed and the reload was completely fired. The knife blade assembly was retracted, jaws opened, and it was found that the completely formed staples did not staple into tissue and no tissue was divided, as if no tissue was affected at all. The staples fell into the patient cavity after forming the ¿b¿ shape and were retrieved by a suction irrigator out of the cavity. A new reload was opened and used and the same handle was used to complete case.